Event description:
Customer stated she had spinal surgery (B)(6) 2012. Alleges durapore tape strips were used to secure dressings and tubing during surgery. States she has known sensitivities to adhesives and symptoms develop quickly. Alleges she developed redness and blisters and was given a prescription for topical steroids and a medrol dose pack. States symptoms were relieved.

Manufacturer narrative:
Method: device not received. Results: no evaluation performed. Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.